Manufacturer narrative:
The customer¿s reported complaint of an increase of sear failure rate could not be definitely confirmed with only three devices provided for this investigation. Additional devices or sears were not returned to investigate customer¿s sear issues, alleged to have affected approximately 200 sear components. During the inspection, each of the 3 pump modules were observed with the sear component completely separated from the door latch assembly. Devices showed small broken sear fragments remaining on the sear pins. Separated sears were not returned for an additional analysis of the missing part. Previous investigations have determined this type of damage associated to excessive force. When an external force is applied to a high residual stress area exceeding the material yield point, plastic deformation can occur. The rate of this deformation is a function of the material properties; exposure time and the applied structural load. Depending on the amount of the applied stress and its duration; the plastic deformation can manifest as a crack, a fracture or in some cases complete separation. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient no involvement.

Event description:
The customer reported an increased sear failure rate experienced with devices received in biomed for repair. Biomed is opening the door of devices received and finding either broken parts of the sear or the sear missing. No patient involvement was reported. Biomed requested an investigation to determine contributing factors to the increased cracks and breakage rate observed.